Manufacturer narrative:
Investigation - evaluation. A review of the complaint history, device history record, instructions for use, manufacturing instructions, and quality control of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, photos were provided and a document-based investigation evaluation was performed. A review of the device history record shows one nonconforming event which could contribute to this failure mode; however, the package of that effected unit was reworked prior to completion of the work order. It should also be noted there were no other reported complaints for this lot number. Furthermore, a review of the manufactures instructions and quality control procedures was conducted, and no gaps were discovered. The instructions for use included with this device instruct the user ¿upon removal from package, inspect the product to ensure no damage has occurred.¿ based on the information provided, no product returned and the results of our investigation, this event can be traced to manufacturing and quality control deficiencies. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Common name & product code = dqx wire, guide, catheter. Initial reporter: occupation = non-healthcare professional, distributor. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during inspection at a distribution facility, foreign matter described as a "strange particle" was found inside the unopened package of a roadrunner the firm hydrophilic wire guide. The device did not make contact with any patient.